Event description:
It was reported that this pacemaker was operating in safety mode, which permanently limits device function. After just 45 days after implant, the patient reported discomfort, and attended a follow up appointment when the safety mode error message was noted. This pacemaker was subsequently replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observation of safety mode, as the impedance measurements could not be completed due to the oxide defect.

Event description:
It was reported that this pacemaker was operating in safety mode, which permanently limits device function. After just 45 days after implant, the patient reported discomfort and attended a follow up appointment when the safety mode error message was noted. This pacemaker was subsequently replaced and was returned to boston scientific for analysis. No additional adverse patient effects were reported.